Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - france.

Event description:
It was reported that during the connection of the patient for a revision of a disunited arthodesis scar, the flange of the intermediate piece used for suction and irrigation became maladjusted. There was no harm and there was a delay reported since they state there was a longer operating time. It was confirmed that the nozzle disengaged from the device as soon as the surgeon activated it. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Functional testing found the device powered on, primed in under 10 seconds, and functioned normally in both high and low modes when connected to a known working power supply. No issue or damage was found. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.